Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter which had an irrigation issue and was used on the patient. It was initially reported by the customer that during the operation, the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlussion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 31-mar-2026, additional information was received indicating an error ¿red alarm fault prompt¿ was given by the irrigation pump, they attempted to flush the catheter but it did not solve the problem. The device was used in the patient. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. Based on the new information confirming the device was used on the patient, the event was reassessed as an MDR reportable malfunction.